Event description:
A company representative reported that two yukon polyaxial screws at t1 fractured post-operatively. The patient reported experiencing neck pain. Revision surgery is not planned. This report captures the second of two fractured screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that two yukon polyaxial screws at t1 fractured post-operatively. The patient reported experiencing neck pain. Revision surgery is not planned. This report captures the second of two fractured screws.

Manufacturer narrative:
Device remains implanted.